Event description:
Customer reported that the display on the insulin pump is hard to see. Customer stated that he can only see parts of the screen. Customer states the insulin pump was neither dropped nor bumped. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.